Event description:
It was reported that the patient was seen in the emergency room (ER) after hearing an audible alert twice at four hour interval. Upon interrogation of the device, it was noted there was an increased short interval counts (sic) and non sustained ventricular tachycardia (nsvt) event that were either electromagnetic interference (emi), noise or oversensing. Follow up confirmed the patient had a loose set screw which was corrected during a revision. The device was explanted and replaced. It was also reported there was undersensing of ventricular fibrillation (vf) and a decreased sensing with defibrillation threshold testing (dft). The customer suspected issue with the lead pin and setscrew interface. The pace/sense portion of the right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sic (sensing integrity counter). There was two "lead failure predictor (lfp)" episodes of less than 220 ms v-v cycle are recorded on (B)(6) 2013. There were 985 v-short interval counts (sic) occur since (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia (nst) and v-sic. Concomitant products: product ID d314drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; product ID 407652 implantable pacing lead, implanted: (B)(6) 2013; 4568 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).